Manufacturer narrative:
Device was repaired and returned as operational.

Event description:
The interface/mounting flange of the image intensifier reportedly was loose. There was no reported pt injury.